Manufacturer narrative:
The customer declined repair. No further information available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the ventilator would not cycle properly. There was no reported patient involvement.